Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one resolute onyx coronary drug eluting stent and one onyx frontier coronary drug eluting stent to treat a moderately tortuous, severely calcified lesion with 80% stenosis in the distal circumflex (cx) artery and obtuse marginal (om). Both devices were inspected with no issues. Negative prep was not performed on the resolute onyx device. Negative prep was performed with no issues on the onyx frontier device. The lesion was pre-dilated. The devices did not pass through a previously deployed stent. Resistance was encountered when advancing the devices. Excessive force was not used during delivery of the devices. It was reported that stent dislodgement occurred during delivery to/at lesion. An attempt was first made to place the resolute onyx stent into the distal om, after pre-dilation, using a non-medtronic guide extension catheter for additional support. The cx was heavily calcified and prevented delivery of the stent to the om. The resolute onyx stent dislodged and was removed from the patient by inflating a 1. 25x6mm sprinter balloon into the lumen of the stent and pulling the stent back into the guide, successfully removing it from the body. An attempt was then made to place the onyx frontier stent; however, the same scenario occurred. The same method was used to retrieve the dislodged onyx frontier stent from the patient. The patient is alive with no further injury.

Manufacturer narrative:
Additional information: there were no issues noted with the sprinter balloon used, the balloon was fine. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was received for evaluation. The dislodged stent was received alongside device. The balloon folds remained intact. Crimp impressions were visible on the exposed balloon surface. Deformation was evident to the distal tip. Deformation was evident to the dislodged stent. Kinks were evident to the hypotube. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.